Event description:
The pump was returned for investigation. Investigation found that the display was dim/discolored, the battery compartment was cracked, and all the keypad buttons responded intermittently with contamination under the button contacts. This report is made based on results of investigation completed on 08/08/2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/08/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The keypad cover was intact. On investigation, the pump powered up to a dim and discolored display with audible and vibratory features. All the keypad buttons responded intermittently. Removal of the keypad cover found contamination under all the button contacts. The battery compartment was cracked from below the grip pad to the base seal. No evidence of moisture intrusion was found inside the battery compartment.